Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic region near ovaries") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstruation, trichomoniasis, constipation and dysfunctional uterine bleeding. Previously administered products included for birth control: mirena. Past adverse reactions to the above products included device expulsion with mirena. Concurrent conditions included hearing loss. Concomitant products included lorazepam (ativan). In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeing (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("jabbing pains in abdomen"). In 2014, the patient experienced allergy to metals ("nickel allergy"). In 2015, the patient experienced urticaria ("rashes or skin conditions type: hives"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced abdominal distension ("extreme bloating"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy, removal of essure coils and hysteroscopy, d&c). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea had resolved, the alopecia, vaginal haemorrhage and menorrhagia was resolving and the weight increased, urticaria, bladder disorder, urinary tract disorder, allergy to metals, fatigue, abdominal pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, urinary tract disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: start date provided as 24may2013. She did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 99.33 kgs. Hysterosalpingogram - in august 2013: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2013: negative.. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), rashes or skin conditions type: hives, bladder problems, urinary problems or changes, nickel allergy, dysmenorrhea (cramping), fatigue, jabbing pains in abdomen, extreme bloating", reporter added from pfs. Medical condition, lab data added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic region near ovaries") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstruation, trichomoniasis, constipation and dysfunctional uterine bleeding. Previously administered products included for birth control: mirena. Past adverse reactions to the above products included device expulsion with mirena. Concurrent conditions included hearing loss. Concomitant products included lorazepam (ativan). In (B)(6)2012, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain ("sometimes sharp/jabbing pains in abdomen") and was found to have weight increased ("weight gain"). In 2014, the patient experienced allergy to metals ("nickel allergy"). In 2015, the patient experienced urticaria ("rashes or skin conditions type: hives") and cystitis interstitial ("interstitial cystitis"). On an unknown date, the patient experienced abdominal distension ("extreme bloating"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy, removal of essure coils and hysteroscopy, d&c). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain and dysmenorrhoea had resolved, the alopecia, vaginal haemorrhage and menorrhagia was resolving and the weight increased, urticaria, allergy to metals, fatigue, abdominal pain, abdominal distension and cystitis interstitial outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, cystitis interstitial, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: start date provided as (B)(6)2013. She did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. Pregnancy test urine - on (B)(6)2013: negative.. Most recent follow-up information incorporated above includes: on 5-mar-2019: plaintiff fact sheet received: patient details updated. New event interstitial cystitis was added events deleted (bladder and urinary changes). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic region near ovaries'), haemorrhagic cyst ('hemorrhagic cyst') and deafness ('lost hearing') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstruation, trichomoniasis, constipation, dysfunctional uterine bleeding, menstrual disorder, bloating, hair loss, blurry vision and miscarriage. Previously administered products included for birth control: mirena. Past adverse reactions to the above products included device expulsion with mirena. Concurrent conditions included hearing loss, hematuria and precancerous cells present. Concomitant products included lorazepam (ativan). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain ("sometimes sharp/jabbing pains in abdomen") and was found to have weight increased ("weight gain"). In 2014, the patient experienced allergy to metals ("nickel allergy"). In 2015, the patient experienced urticaria ("rashes or skin conditions type: hives") and cystitis interstitial ("interstitial cystitis"). On an unknown date, the patient experienced haemorrhagic cyst (seriousness criterion medically significant), deafness (seriousness criterion medically significant), abdominal distension ("extreme bloating"), polycystic ovaries ("pcos"), constipation ("constipation"), urinary tract disorder ("urinary issues"), uterine prolapse ("uterine prolapse"), bladder disorder ("bladder troubles"), back pain ("low back pain") and abdominal discomfort ("lot of pressure in lower abdomen") and was found to have weight decreased ("weight loss") and blood testosterone increased ("testosterone level elevated"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy, removal of essure coils and hysteroscopy, d&c). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea had resolved, the haemorrhagic cyst, deafness, urticaria, allergy to metals, fatigue, abdominal pain, abdominal distension, cystitis interstitial, polycystic ovaries, weight decreased, constipation, urinary tract disorder, uterine prolapse, bladder disorder, back pain, abdominal discomfort and blood testosterone increased outcome was unknown, the alopecia, vaginal haemorrhage and menorrhagia was resolving and the weight increased had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, blood testosterone increased, constipation, cystitis interstitial, deafness, dysmenorrhoea, fatigue, haemorrhagic cyst, menorrhagia, pelvic pain, polycystic ovaries, urinary tract disorder, urticaria, uterine prolapse, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: start date provided as (B)(6) 2013. She did not claim that essure worsened a previously existing injury/condition. Cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following one were reported via social media: medical device removal, polycystic ovaries, weight decreased, constipation, deafness, urinary tract disorder, uterine prolapse, bladder disorder, back pain, abdominal discomfort and blood testosterone increased. Most recent follow-up information incorporated above includes: on (B)(6) 2019: all source document information, reporter and reference section from deletion case (B)(4) added to this case. Social media received. Events added: pcos, weight loss, constipation, lost hearing, urinary issues, uterine prolapse, bladder troubles, low back pain, lot of pressure in lower abdomen, hemorrhagic cyst and testosterone level elevated. Medical history and reporters were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, alopecia and weight increased outcome was unknown. The reporter considered alopecia, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.